Event description:
It was reported that the peep pressure increased. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the hospital staff as they are trained to maintain the anesthesia system. The device logs were received and our evaluation the logs show that the delivered the set pc above peep but the logs indicates an expiratory resistance. The measured peep also exceeds the set peep, which also indicates air trapping. Most of the time the case was in pressure support and not pressure control, and the trigger was set to 5, which makes it very easy to trigger. There is no indication of a technical malfunction in the system and the system checkout passed. No further information was provided and no further issues have been reported after the reported event. The root cause of the reported issue could not be established by this investigation.